Event description:
It was reported that the patient presented to the emergency room after hearing the alert tone. It was also reported that the pace/sense impedance had increased from 250 ohms to 750 ohms, there was varying impedance, noise when the patient's arm moved and the lead integrity alert tripped. The lead was partially explanted and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4) the proximal segment of the lead was returned and analyzed. No anomalies were found. It was noted that there was blood/body fluid on the outer tubing overlay and the outer tubing overlay was melted. The outer insulation had a white substance. It was visually noted that there was apparent explant damage. (B)(4) we also received performance data collected from the device and have analyzed the data. The weekly pace lead impedance trend data shows an increase for max ventricular pace bi impedance equal to 342 to 855 ohms peak between (B)(6) 2011 and (B)(6) 2012. There was ventricular non-sustained tachycardia episodes (nst) equal to 190 ms on (B)(6) 2012 16:20:02. The lead integrity alert triggered and the patient alert for lead failure predictor on (B)(6) 2012 16:40:04.